Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari stryker medical affairs, who concluded that the patient's death was potentially the result of inadvertent clot embolism. Manufacturer reference #: (B)(4).

Event description:
A cancer patient presented to the emergency department with iliofemoral and inferior vena cava thrombus. The decision was made to use the clottriever bold catheter (CT bold) to clear the thrombus and restore flow. The patient also had a pre-existing pulmonary embolism that did not have a plan for treatment. The first pass with the CT bold yielded "white jelly type" clot. The second pass yielded the same thing. At this time, the patient deteriorated and experienced a loss in blood pressure and o2 saturation. It was presumed that clot may have embolized into the lungs. A code was called, and cardiopulmonary resuscitation was initiated. A faint pulse was obtained. Extracorporeal membrane oxygenation was brought in, but the patient was listed as "do not resuscitate". The patient expired on the table.